Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to acute urinary retention and a local infection with an artificial urinary sphincter (aus). The physician performed suprapubric cystostomy and observed an erosion of the urethra in the cuff area. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Following the procedure the patient is satisfied with '1 security pad per day'.